Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the burned end of the insertion tube, it was also found that water tightness was lost due to a pinhole on the channel tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the bronchovideoscope's plastic distal end cover was found broken during reprocessing. The device was changed, and there was no report of patient harm. The device was returned, evaluated, and the end of the insertion tube was burned. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
Correction to g2 as it was inadvertently checked on the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely when the user was performing high-frequency cauterization they came in contact with mucosa and did not push an endo therapy accessory out to the visible position of the green marking in the sheath of the accessory and electrified without contacting electrode of an endo therapy accessory with mucosa. As a result, the distal end was burnt. However, a definitive root cause could not be determined. 1. Instructions for use (IFU) warns on conduct of high-frequency cauterization as follows: -operation manual chapter 4.3 "using endo therapy accessories" . " always confirm that the tissue is an appropriate distance away from the distal end of the endoscope. If high-frequency cauterization is performed when the distal end of the endoscope contacts the tissue, patient injury, burns, bleeding, perforation, and equipment damage may occur". -2. IFU warns on conduct of laser radiation as follows: "to avoid patient injury, burns, bleeding, perforation, and/or damage to the endoscope, never emit laser radiation before confirming that an appropriate distance between the target and the endoscope¿s distal . End is maintained and the tip of the laser probe is surely in the correct position in the endoscopic image". -3. IFU warns on conduct of apc as follows: "make sure that the distal end of the apc probe always lies more than 10 mm from the endoscope¿s distal end (see figure 4.9). The protrusion by 10 mm or more can be identified when the first black ring on . The apc probe¿s distal end is visible in the endoscopic image. Otherwise, the treated region cannot be irradiated correctly, and the endoscope may be damaged. Using a damaged endoscope may cause patient injury". Olympus will continue to monitor field performance for this device.